Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: extravasation post manta deployment. Ballooned access site with a 5.0mm ptca balloon for five minutes and re-advanced lock. Post angiogram showed no extravasation. Additional information on 12may2022: during a tavr procedure, single micro-puncture access was obtained under ultrasound. Access was higher in the right cfa. The right cfa had no calcification or tortuosity and vessel measured at 8mm. During the tavr procedure, there were no issues with advancing and withdrawing procedure sheaths. Prior manta deployment, the act was 149. Protamine and 8000u of heparin were administered intravenously. Current patient condition is reported as fine. Additional information on 17may2022 - patient was still bleeding. Cutdown was performed on (B)(6) 2022. Manta device was explanted, and vessel repaired.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were received and reviewed by the investigative team and confirmed extravasation present at the puncture site and was remediated with balloon pressure. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound were utilized to gain a higher positioned access. The arteriotomy was 8.0mm, with a depth measurement of 4cm. No issues were encountered advancing or withdrawing the procedure sheaths. Following deployment, extravasation was present. The physician applied balloon inflation for five minutes and advanced the lock advancement tube a second time. A post angiogram revealed no further extravasation present. There is believed to be no device failure. Extended time to hemostasis may occur due to collagen requiring time to clot to create a seal. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.